Event description:
This device is at eri indication. The associated lead was explanted due to high thresholds. The hospital has retained this device. Should additional information become available, this event will be updated.